Manufacturer narrative:
Previous driveline damage was reported in MFR. Report #2916596-2019-04603. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a low flow alarm, pump off event, and low speed advisory on (B)(6) 2022 at 8:34 pm. It was also noted that the patient already had an existing driveline issue and was on an ungrounded cable at the time. Their log files were sent to technical services to be reviewed for if this event was due to the same driveline issue. Technical services performed their analysis and found that the patient was on battery power at the time of the event, which indicated the pre-existing driveline short to shield issue may have developed into a phase to phase short. The patient was admitted on (B)(6) 2022 and received a pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of the black, brown, and green wires which would have contributed to the reported low speed operation, low flow, and pump stop events observed within the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 4.5¿ from the pump housing and the remaining distal portion of the driveline was returned in two segments. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outlet elbow was returned attached to the pump. The returned portions of driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black, brown, and green wires approximately 11¿ from the pump housing. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the low speed operation, low flow, and pump stop events observed in the submitted log file while the patient was operating on battery power. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.